Event description:
More crippled than before [mobility decreased]; can't sleep at night [insomnia]; swelling in the left knee [joint swelling]; pain in the left knee/pain with every step [arthralgia]. Case description: spontaneous report received on (B) (6) 2008, from a consumer, regarding a (B) (6) female osteoarthritis patient, initials (B) (6). The patient received injections of synvisc in both knees on (B) (6) 2008, (B) (6) 2008, and (B) (6) 2008. The patient experienced swelling and pain in the left knee, which continued now for two weeks after the third injection. The patient had pain with every step and could not sleep at night. The patient said she was "more crippled than before." Vicodin and percocet/oxycodone were not relieving the pain. The patient used ice three times a day, a gentle recreational bike and an electric scooter for work. The patient went back to the physician's office on (B) (6) 2008, and the physician gave her a "butt shot" of an unspecified anti-inflammatory medication. As of the date of receipt of this report, the patient had not yet recovered.